Manufacturer narrative:
The unit was received with an intermittent button response due to a corroded keypad. There was no button error alarm or frozen screen found. The unit had a cracked case on the display window corners, a minor scratched lcd window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer called in to report a button error alarm and a frozen display. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 248 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.